Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. Laboratory analysis was able to detect a failure in one of the touchscreen components of the programmer. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer was unresponsive to touch when the keyboard was displayed while the field representative was entering the patient's data. This programmer was out of service. There was no patient involvement. The programmer was returned for analysis.